Manufacturer narrative:
Follow-up #1: date of submission 09/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/11/2016 with the following findings: a review of the black box showed data from (B)(4) 2016, (B)(4) 2007, and (B)(4) 2015. The black box data from the date of the complaint was overwritten due to continued pump use. The current black box did not show any evidence of short battery life. The returned battery cap was able to fully tighten. The pump powered on normally and did not draw excessive current. The pump casing was removed and no internal defects were found. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a short battery life issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.